Manufacturer narrative:
The reason for this revision surgery was to remedy subsided glenosphere after 6 months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 172 prior complaints reported against this part; 18 of the 172 complaints have the same failure mode of device loosening. This is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to (B)(4) and a definitive root cause cannot be determined. Poor bone quality, disease, and trauma contribute to subsidence, but none of the above conditions were reported in the problem description. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Second revision surgery - due to the glenosphere subsiding in the patient's native glenoid and needing to be repositioned.